Manufacturer narrative:
Haemonetics sent a field service engineer to evaluate the pcs®2 device in order to check for any faults, the machine was found to meet specifications and did not have any defects which required repair. There was no evidence of a device malfunction found.

Event description:
On (B)(6) 2019 haemonetics was notified of a donor fatality which had occurred within 24 hours of the donor's last plasma donation procedure, utilizing the pcs®2 plasma collection system. The plasma collection procedure was completed successfully, with no error messages or alarms encountered. The pcs®2 plasma collection system collected the target volume of 880ml of plasma and 500ml of saline administered per the routine procedure. An adverse reaction occurred while donor was awaiting to be disconnected, donor experienced cardiac arrest and was transferred to the hospital. The donor was reported to have passed away at the hospital. The cause of death was reported to be unknown, a copy of the coroner's report was not available at this time.